Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us. The product code listed is based on the predicate device (xience v) and is; therefore, similar to a device sold in the us.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the ostium of the vein graft the 3.5 x 18 mm xience pro stent delivery system (sds) was implanted using 16 bar and was fully expanded, however, a second test angiography showed that the proximal portion of the stent implant had recoil and collapsed. Post-dilatation with a 4.0 x 12 mm non-abbott balloon dilatation catheter (bdc) was performed and the result was better but still not fully expanded. Fearing a loss of the whole graft, the physician chose no further intervention and the case was finished. There were no reported echocardiogram (ECG/EKG) changes. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.